Event description:
When the physician positioned the presidio 10 cerecyte microcoil 6 mm x 26 cm (pc410062630/g12990) to the target via prowler 14 microcatheter (details unknown); the physician felt the shape is not good. So he withdrew the coil; but found it was difficult to withdraw. Then he withdrew the coil with the microcatheter; he found the coil was knot. Changed to other coils (details unknown) to complete the procedure. The patient is fine. The procedure was for treatment of an arteriovenous fistula with height 6.1mm, diameter 6.3mm, and neck 6mm. The level of tortuosity was low. There was no resistance felt during dpu/coil deployment. The same microcatheter was used to successfully place other coils. It was noted during analysis that the coil was returned stretched.

Manufacturer narrative:
The prowler 14 microcatheter was not returned. The coil was returned unsheathed, entangled, and severely damaged (proximal section of coil is stretched). The introducer was returned separated from the dpu. Located off the marker band, the distal section of the dpu has been severely bent and kinked. The evidence suggests that during repositioning, the coil became anchored in the coil mass inside the aneurysm or caught the edge of the microcatheter. This condition most likely caused the coil to entangle and stretch during retraction. The exact circumstances of how and where this occurred cannot be determined. In addition, without the return of the prowler 14 microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one to one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ based on the information and the analysis, the event ¿coil unraveled/stretched¿ was confirmed and the event ¿coil withdrawal difficulty-into microcatheter¿ could not be confirmed. No corrective actions will be taken at this time. Concomitant medical products and therapy dates: prowler 14 microcatheter (details unknown), other coils (details unknown).